Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (date not reported). No further information was made available as of the date of this report, may 12, 2015.

Manufacturer narrative:
(B)(4).